Manufacturer narrative:
It was reported that the subject device's fan needed replacement. The issue was found during inspection for use. There were no reports of patient involvement.

Event description:
It was reported that the subject device did not display a picture. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9; h2; h3; h4; h6 and h11 the device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation. Punctured cable; failed leak test. A root cause could not be identified. Based on the results of the investigation, the most probable root cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.